Event description:
The customer reported that she didn't notice any symptoms of low blood glucose levels until she woke up in an ambulance after she had laid down for a nap. She was diagnosed with hypoglycemia and a kidney infection. The emergency room doctor also said that her correction factor might be too high and needed to be adjusted. She was treated with a saline drip of d10 fluids and given tactrim for the kidney infection.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod use guide warns "test results below 70 mg/dl, mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises "hypoglycemia can occur event when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."